Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that during a pump update for a dose adjustment the hcp noted an alert on the programmer stating a pump memory error occurred, infusion settings are invalid, and service code 112. The hcp exited the synchromed application and re-interrogated the pump. They then entered the appropriate drug and infusion settings and updated the pump successfully. The troubleshooting steps that were taken on the call resolved the issue.